Event description:
(B)(4). I had the essure put in on a recommendation from my ob/gyn (a new one that just delivered my fourth baby, we had recently moved to (B)(6)). About 3 months after the essure was placed, I started getting bad headaches, cramps ( very heavy periods, so bad that for the first two days, (and still to this day). I can't leave the house, I have horrible mood swings, and have taken almost every med for depression and anxiety there is with no help, severe fatigue (to the point where I'm asleep in the middle of the day) I get a sharp, crippling pain on my left side right where my tube is, and now over the past 6 to 8 months my vision has become increasingly blurry with no explanation as to why. I have had blood work and several ultra sounds and I have no answers. I know that it's been eight years since I had the essure put in, and I have been to dr after dr to try and figure this out and until now I had given up and began to accept that this is just how I'm going to be.